Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that the breaking of the probe might be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. Also, the ultra-sound output error might occur, because the probe cracked. The instruction manual of the subject device already states; do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Event description:
It was informed that ultra-sound output error occurred. Details of the procedure were unknown. The doctor withdrew the subject device from the patient and cleaned the distal end of it. Then the probe was broken off. The procedure was completed with another device. No patient injury was reported.